Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a potential perforation from the right ventricular (rv) lead. Also, the right atrial (ra) lead had poor sensing, impedance and threshold values. It was indicated that the ra lead unipolar numbers were slightly better than the bipolar. The rv and ra leads were both capped and replaced. No further patient complications have been reported as a result of this event.